Event description:
The facility reported a flo-gard infusion pump with a malfunction of not turning on; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that does not turn on was confirmed and reproduced during product evaluation. The root cause of the reported condition was due to the swollen main battery. The main battery were replaced to resolve the reported condition.